Event description:
Revision surgery - pt had poor bone quality. Surgeon cemented flared fmp cup during primary surgery. During recovery, post op, the cup dislodged. Revision surgery occurred the same day as the primary surgery, a press fit cup and screws were used in the revision surgery.